Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). During a previously scheduled pm, the getinge service territory manager (stm) noted code 137 in the logs. The iabp ran without issue when initially tested. The fan assembly on the video generator board (vgb) was coated with dust. The stm replaced the vgb. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) fault 137 was noted in the fault journal. There was no patient involvement, and no adverse event reported.